Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of their insulin pump having a blank display and battery out limit alarm. Customer states to have tried to remove battery and reset, but display remains blank. The customer's blood glucose level was 130mg/dl. Troubleshooting was conducted. The customer is being sent replacement battery cap. The customer was advised to monitor the device and call back if issues persist.